Event description:
During a remote follow-up, episodes of far field r-wave oversensing, myopotential oversensing, electromagnetic interference, and inappropriate mode switch were observed on the device. Device reprogramming is anticipated. The patient was stable.